Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's investigation. Based on the results of the legal manufacturer's investigation, it is likely the clip was stuck in the biopsy channel, including the k-mount unit, because the clip was suctioned into the device while the clip jaw was open and could not be discharged by brushing. The instructions for use states the following for handling when clip is suctioned into the device: "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus."

Manufacturer narrative:
Olympus technical assistance center (tac) conducted a virtual video meeting with the customer to explain the suction channel design, how the clip could be lodged in a 3.7 millimeter channel, and how a cleaning brush can still pass by it. Tac offered to perform an in-service on cleaning/disinfecting the scopes, but the customer declined. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer reported that during a unspecified procedure, a clip that didn't deploy correctly and got suctioned up into the scope without the physician knowing. When the facility cleaned the scope after the procedure, the clip remained in the suction channel without their knowledge. There was no report of health consequence or impact to the patient.